Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was reading inaccurately high compare to her normal readings and feeling. The medical surveillance specialist (mss) spoke to the patient on (B)(4) 2011 to obtain additional information. The alleged issue began on (B)(6) 2011, however, the patient did not recall a specific blood glucose reading from the subject meter for that particular day. The patient reportedly manages her diabetes with oral medication. The patient denied making any changes to her normal diabetes management routine in response to the high reading. The patient claimed on (B)(6) 2011 at 10:50 am her blood glucose was tested at the doctor's office using an unknown hcp meter which gave a blood glucose value of "102 mg/dl." The patient informed the customer care advocate (cca) that on (B)(6) 2011 at 1:34pm, she tested on the subject meter and received a value of '280 mg/dl' and reportedly received the exact same reading when she re-tested at 1:40pm that same day. The patient felt this reading was higher than her normal readings and the doctor's meter reading taken on (B)(6) 2011. The patient denied making any changes to her usual diabetes management routine when she received the alleged high reading. Approximately 1 hour after testing on (B)(6) 2011, the patient reportedly felt 'shaky and sweaty' and self-treated with food and/or drink. The patient stated she ate something immediately upon the onset of the symptoms and felt better right away. At the time of troubleshooting, the cca noted that the blood sample was taken from an approved site and the subject meter's unit of measure was set correctly. The patient did not have any control solution at the time. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.